Manufacturer narrative:
A physio service technician evaluated the customer's device and verified the reported issue. After replacing the keypad, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would no longer operate, or respond to button presses during testing. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.